Event description:
Selfest failed with 233001, 233003.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between (B)(6) 2022 at the ems and bonaduz sites. Selfest failed, technical event: 233001 autozeropventmonitorfail and technical event: 233003 autozeropawfail. Autozerovalve defective. Proximal flow measurement incorrect. Low minute volume. Not enough minute volume delivered. No patient involved. No harm to patient or user. The event may lead to hypoventilation (also known as respiratory depression) which occurs when ventilation is inadequate to perform needed respiratory gas exchange. By definition it causes an increased concentration of carbon dioxide (hypercapnia) and respiratory acidosis. Hypoventilation can be considered a precursor to hypoxia and its lethality is attributed to hypoxia with carbon dioxide toxicity. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient or user. Furthermore is the issue not likely to be serious to public health but is likely to cause serious injury or death to patient or user if it were to recur.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the te 233003 and te 233004 malfunction can lead to a delay in the therapy since the ventilator cannot be used (IFU: "must be serviced"). A fully functioning ventilator needs to be prepared. The root cause of the ventilator to alarm with te 233003 and te 233004 was determined to be the contamination with fluids of the patient breathing circuit and connected flow sensor. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event, while the medical device was used for treatment. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event.

Event description:
Selfest failed with 233001, 233003.